Manufacturer narrative:
No product will be returned for eval. We are unable to evaluate the adhesive pad for any abnormality that may have resulted in an allergic reaction. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Note: a review of lot qualification records could not be performed as the lot number was not provided.

Event description:
A doctor had called from the hosp to report that the customer had "developed some type of allergic reaction to the adhesive of the pod" within the past week. When advised to check the omnipod website for a listing of products that can aid in skin protection, the customer's mother stated that "she tried them when they first got on the product." The pod will not be returned for eval.